Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the sideport disconnected while injecting medication. Clinician stated that 10-20cc syringes were used, but not power injected. The sheath was inserted and removed without difficulty. A new super arrow-flex was inserted and used problem free. There were no reported complications to the patient.